Manufacturer narrative:
(B)(4): the set screw was returned for eval. The thread crests are damaged, the damage appears to have initiated at the start of the thread and consistent with set screw cross threading. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a pt underwent transforaminal lumbar interbody fusion (tlif) at l3/l4 with screw and rod fixation from l3 to l5. Two set screws reportedly stripped in the pedicle screw during provisional tightening at left l5. The surgeon was using a driver from another screw and rod system. Reportedly, the threads of the pedicle screw were not damaged and a third set screw was placed with no issues. No pt info was reported.